Event description:
It was reported that a patient underwent a hernia repair procedure and mesh was used. The patient had to have the mesh removed four months later due to an unknown post operative complication. Additional information was requested.

Manufacturer narrative:
(B)(4): undefined post operative complication. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).hernia recurred. It was reported that the initial procedure was a primary ventral hernia repair procedure and the mesh was placed intraperitoneally. The reason for the second procedure was a recurrent hernia. The surgeon opines that the mesh is not able to grow in because of the absorption time of the layers of the mesh.